Manufacturer narrative:
Reporting address line 1 (B)(6). Analysis was performed by a philips remote service engineer (rse) which included going over the initial report information and providing the customer with a bench repair form, so that philips could further evaluate the unit at a philips bench repair facility. However, the unit was never returned. The rse never had direct communication with the customer and ended up canceling/closing the case as service was no longer required. Based on the information available in the case, the cause of the reported problem was not confirmed as the unit was not returned to bench repair. The reported problem was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that the unit was measuring inaccurate ibp. The device was not in use on a patient at the time of event, there was no adverse event reported.